Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion, the doctor places the piv in the ij and then passes the soft j-tip wire through the catheter into the ij. Upon insertion, resistance was met, and the wire pierced through the side of the piv (documented in MDR# 9680794-2019-00159). The doctor quickly noticed this and removed the catheter to prevent it from sheering into the patient. On the second attempt this happened again. On her third attempt she used another device and was able to complete insertion.

Manufacturer narrative:
(B)(4).

Event description:
During insertion, the doctor places the piv in the ij and then passes the soft j-tip wire through the catheter into the ij. Upon insertion, resistance was met, and the wire pierced through the side of the piv (documented in MDR# 9680794-2019-00159). The doctor quickly noticed this and removed the catheter to prevent it from sheering into the patient. On the second attempt, this happened again. On her third attempt, she used another device and was able to complete insertion.